Manufacturer narrative:
Product complaint # (B)(4) corrected information: b1, h1, h6 health effect - clinical code, h6. Health effect - impact code. Additional information has been requested and received. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. Procedure name? Bipolar hip arthroplasty date of procedure? Unk date of event where product had an issue? Unk were there any intra-operative complications? If so, what were they? No where was the tip of drainage tube located? Around implant, how was the drain secured? Sutured, what was the date of first activation? Unk, how was the product function verified following the first activation? Unk, who monitored the drainage and how often? Unk, when was the malfunction first noted? When the surgeon removed tube from patient was leakage detected? If so, where? No, was another product used? Unk. Please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure unk, date and name of index surgical procedure? Bipolar hip arthroplasty, the diagnosis and indication for the index surgical procedure? Unk, were any concomitant procedures performed? No, what symptoms did the patient experience following the index surgical procedure? Onset date? No. Is a 2nd procedure performed or scheduled to remove the piece of drain left in the patient? No, because the breakage was detected at the time, and removed immediately if yes-date of procedure? Findings, will piece be returned? Other relevant patient history/concomitant medications? No what is the physician¿s opinion as to the etiology of or contributing factors to this event? No comment from the surgeon. What is the patient's current status? No problem surgeon¿s name? Unk product code and lot number? 2227, lot# is unk. We confirmed the drain fracture occurred during removal and was discovered at the time, so the fragments were immediately retrieved and no reoperation was required. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Additional information: h6 component code: g07002 - device not returned d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. Additional information has been requested however not received. If further details are received at a later date a supplemental medwatch will be sent. Procedure name? Date of procedure? Date of event where product had an issue? Were there any intra-operative complications? If so, what were they? Where was the tip of drainage tube located? How was the drain secured? What was the date of first activation? How was the product function verified following the first activation? Who monitored the drainage and how often? When was the malfunction first noted? Was leakage detected? If so, where? Was another product used? Please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure date and name of index surgical procedure? The diagnosis and indication for the index surgical procedure? Were any concomitant procedures performed? What symptoms did the patient experience following the index surgical procedure? Onset date? Is a 2nd procedure performed or scheduled to remove the piece of drain left in the patient? If yes-date of procedure? Findings, will piece be returned? Other relevant patient history/concomitant medications? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? Surgeon¿s name? Product code and lot number? No product is available for return this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent an unknown procedure in 2023 and a drain was used. The tip was broken when the drain was removed and there was a piece left in the body (hip). The event occurred last year. Further details are not provided from the hp. No sample will be returned. Additional information has been requested.